Event description:
It was reported that the implantable pulse generator (ipg) exhibited an abrupt decrease in battery longevity estimation, along with an increase in battery impedance and it was further noted there was an incorrect reading from the battery during the device follow-up interrogation. The device remains in use and will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.